Event description:
A distributor reported that a pump failed to start despite attempts to use different cables. There was no reported impact to the customer's blood glucose level. The pump was replaced to address the issue.